Manufacturer narrative:
Changed sections: removed "device not returned" . Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There was no evidence of blood or visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had poor quality image. They could not see at all through eye of scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had poor quality image. They could not see at all through eye of scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.